Manufacturer narrative:
The samples were random urine. Qc results were within the established ranges prior to the event. The urine container validation study was done for 3 days: (B)(4) 2011, (B)(4) 2011, (B)(4) 2011. High results were seen on rack position 1 on samples run (B)(4) 2011 and (B)(4) 2011. No discrepant results were seen (B)(4) 2011. (A separate report medwatch #2050012-2011-03905 has been submitted for the event on (B)(4) 2011.) The customer was referred to the microalbumin chemistry information sheet which states "if serum protein carryover is suspected, a saline cup should be assayed prior to analysis of microalbumin samples." The customer was provided with the technical bulletin: carryover testing sample and reagent a b. As of (B)(4) 2011, the customer had not performed carryover testing or run any more urine sample container validation studies. Several requests have been made for additional test results from (B)(4) 2011 and (B)(4) 2011. They have not been received. A definitive root cause for the event has not been identified.

Event description:
A customer reported to beckman coulter inc. (Bec) that the unicel dxc 600 pro synchron chemistry analyzer generated discrepant microalbumin (ma) results. The customer was performing validation studies for new urine collection containers, and the results were compared with those obtained from an alternate instrument. No patient results were reported out of the laboratory and there was no effect to patient treatment.